Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they started having problems a year prior to report, they clarified that they were experiencing a return of symptoms. Patient reported they saw 2 doctors. They stated that one doctor used something at their office to test their stimulator. Patient stated they were told there was a problem with a circuit or something and maybe the battery too. Patient asked if it was better to remove the stimulator or keep it implanted. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.